Event description:
This lv lead was implanted on an unknown date and remains implanted at this time. In an email sent to technical services on 05/18/2018 high thresholds were noted on this lead. Lv output has been set at 7.5 volts at 1.2 milliseconds. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).